Event description:
It was reported that the bd vacutainer® edta 2k experienced difficulty piercing through the stopper. The following information was provided by the initial reporter: according to the customer's verbatim report, the rubber stopper in the shield was placed in a cocked position.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: bd japan received actual samples and 6 photos were returned for investigation. The photos and sample were reviewed and the indicated failure mode for improper assembly was observed. 100 retention samples were reviewed and the indicated failure mode of improper assembly was not identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® edta 2k experienced difficulty piercing through the stopper. The following information was provided by the initial reporter: according to the customer's verbatim report, the rubber stopper in the shield was placed in a cocked position.